Manufacturer narrative:
Additional information: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified on a motor protection switch (mps) and its connecting wires within the aquabplus reverse osmosis (ro) system. The mps was burnt and the connecting wires appeared charred. There was no reported patient involvement nor personal harm to anyone as a result of the discovering the thermal damage. The reported issue was discovered during repair. The system was initially evaluated after failing the t1 test. Error code f-04-51-04 was received indicating a t1 test failure for a defective p1s pump. The biomed was advised to replace the mps and wires. Additional information was obtained during follow-up. The system initially experienced a valve 10 failure during disinfection. The cause was traced to a bad motor protection switch. It was reported that one of the wires connected to the switch sustained charring. There was no observed burning smell, smoke, spark, flame, or arcing. The thermal overload relay did not trip. There were no blown fuses identified in the local power supply (equipped with 25-amp fuses). There were no power issues at the facility. It was confirmed the ro system is plugged into its own breaker. The motor protection switch was replaced with an available spare to resolve the reported issue. The ro system has been returned to service. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified on a motor protection switch (mps) and its connecting wires within the aquabplus reverse osmosis (ro) system. The mps was burnt and the connecting wires appeared charred. There was no reported patient involvement nor personal harm to anyone as a result of the discovering the thermal damage. The reported issue was discovered during repair. The system was initially evaluated after failing the t1 test. Error code f-04-51-04 was received indicating a t1 test failure for a defective p1s pump. The biomed was advised to replace the mps and wires. Additional information was obtained during follow-up. The system initially experienced a valve 10 failure during disinfection. The cause was traced to a bad motor protection switch. It was reported that one of the wires connected to the switch sustained charring. There was no observed burning smell, smoke, spark, flame, or arcing. The thermal overload relay did not trip. There were no blown fuses identified in the local power supply (equipped with 25-amp fuses). There were no power issues at the facility. It was confirmed the ro system is plugged into its own breaker. The motor protection switch was replaced with an available spare to resolve the reported issue. The ro system has been returned to service. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: based on the provided information, thermal damage of the wiring at the motor protection switch can be confirmed. The most likely failure cause of the tripped motor protection switch is a missing line conductor during pump start that is caused by the bad electrical contact at the motor protection switch. The device will run with only two line conductors causing increased currents on the remaining line conductors and the motor protection switch will trip from the unbalanced load. The thermal damage at the wiring of the motor protection switch is also caused by a bad electrical contact of the wiring at the motor protection switch. A review for similar complaints is not required in this case. This failure type is a known failure. A CAPA has been opened to address the design flaw of the used blade receptacles, which results in a bad electrical contact at the motor protection switch pins, resulting in transition resistance and ultimately high thermal energy at the blade receptacles. The device was built before an improved design of the blade receptacles was released. It is recommended that the motor protection switch and connected wiring in stages 1 and 2 be replaced against the improved design.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified on a motor protection switch (mps) and its connecting wires within the aquabplus reverse osmosis (ro) system. The mps was burnt and the connecting wires appeared charred. There was no reported patient involvement nor personal harm to anyone as a result of the discovering the thermal damage. The reported issue was discovered during repair. The system was initially evaluated after failing the t1 test. Error code f-04-51-04 was received indicating a t1 test failure for a defective p1s pump.. The biomed was advised to replace the mps and wires. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation.